Manufacturer narrative:
The investigation found no evidence to suggest that either the vitros 5, 1 fs system or vitros lac slide lot 3526-0066-2016 malfunctioned. The pt sample in question was processed a total of three times during this event. The viscosity reported by the vitros 5, 1 for the sample when it was processed initially was significantly different than the viscosity for the other two test events. The root cause of the falsely low vitros lac results is unk, however, due to the difference in the viscosity between test event #1 and test event #2 and #3, a pre-analytical error involving a sample mix-up, or the sample handling process, such as centrifugation, could not be ruled out.

Event description:
The customer obtained non-reproducible, falsely low results for a single pt sample processed using vitros lac slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The falsely low vitros lac result was not reported outside the laboratory. There was no report of actual pt harm as a result of this event. (B)(4).